Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary a representative of guangzhou hengxin trad. Co. Informed cook on 07jul2023 of an incident involving a ncircle delta wire tipless stone extractor (rpn: ntsed-024115-udh; lot # 14584393). As reported, prior to a flexible ureteroscopic stone removal procedure, the user detected the basket could not close completely. The user changed to another 'ncircle delta wire tipless stone extractor' to complete the procedure. The issue was found prior to patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device returned to cook for evaluation in open packaging. A functional test found the handle did not actuate basket formation. The basket sheath was broken at the end of the yellow support sheath. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search found one other related complaint associated with the reported device lot. Both complaint devices had passed the multiple functionality inspections that occurred during manufacturing. The two complaints were not sufficient evidence to conclude that devices in the lot may be nonconforming. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product instructions for use (IFU) did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the sheath damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a flexible ureteroscopic stone removal procure, the user detected the basket of a 'ncircle delta wire tipless stone extractor' could not close completely. The user changed to another 'ncircle delta wire tipless stone extractor' to complete the procedure. The issue was found prior to patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code = 510000. E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.